Manufacturer narrative:
Cmp (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. No product was returned, but a picture of the explanted stem and head was provided. The stem is covered in blood and tissue, but nothing conspicuous can be seen. Due to the low quality of the picture, a deep product evaluation cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. An ap view of the pelvis was obtained and reviewed by a radiologist. The image reveals bilateral total hip arthroplasties, with cement fixation of the left acetabular cup. There is an oblique periprosthetic fracture of the left femur, extending to involve the greater trochanter and the medial aspect of the proximal femoral diaphysis. No dislocation is present. Osteopenia is noted. A potential finding of subcutaneous emphysema in the proximal right thigh, possibly an artifact, is observed. The sizing of the implants is appropriate, with the left acetabular inclination angle measured at 42°, within normal limits. There is no evidence of implant malposition or instability that could have contributed to the fall. The event of periprosthetic fracture can be confirmed and most likely attributed to the fall of the patient. However, with the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent hip revision approximately 21 years post implantation due to a periprosthetic femur fracture caused by a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 193207, metasulâ®, head, l, ã¸ 32/+4, taper 12/14, lot # 2135646. Item # 0100010709, metasulâ®, alpha insert, ii/32, lot # 2137591. Item # 0100024452, fitmoreâ®, shell with fins, uncemented, 52/ii, lot # 2130230. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.